Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. During device evaluation, the error log review showed ventilator inoperative error code e-009 indicating a blower motor failure, and ventilator inoperative error code e-037 indicating device maximum host reboots occurred in the device error log. No repair action was taken. If additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The reported failure of the trilogy 100 ventilator blower and circuit board assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.